Event description:
It was reported that the duodenovideoscope tested positive for an unknown amount of colony forming units (cfu's) of actinomycesodontalytocus and aspergillus. It is unknown when the issue was found. Additional information was received from the customer that after a procedure involving a duodenovideoscope which culture tested positive for actinomycesodontalytocus and aspergillus, a patient developed an infection. No further information regarding the patient was available. It was noted the scope was last processed on 17-nov-2024. The facility did not use etq sterilization. It was noted that precleaning was not delayed after the procedure, and water was aspirated through the instrument/suction channel with a suction pump.. Manual cleaning was performed within an hour. The instrument/suction/balloon channels and air/water/suction/biopsy valves were all brushed; the forcep elevator was also brushed. No abnormalities were seen with the reprocessing accessories. The cleaning detergent the facility uses is prolystica concentrate presoak. The scope passed the leak test. An olympus endoscopic support specialist was last on site on 24-jul-2024; there had been no change in reprocessing facility personnel since that on site visit. The endoscope was stored in a cabinet with circulating air and hepa filters. In regards to the automatic endoscopic reprocessor (aer) ¿ the facility uses detergent- rapicide pa part a, disinfectant- rapicide pa part b. All channels were connected with tubes when the endoscope was connected to the aer. The facility approved the scope to be sent for further culturing, but at this time no results are available.